Manufacturer narrative:
During the evaluation the reported issue was confirmed due to a faulty iris pcb causing the light control to not function. Minor hairline cracks on the front panel were also found during the evaluation not affecting functionality. The lamp life meter was reading below range. The iris was able to be adjusted manually and was automatically set to the correct mode. The device was serviced and returned to the user facility. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported that the lighting is too bright on a xenon light source during a procedure. The light also gets too hot that the tip of the scope burns the skin to touch. No patient injury was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the diaphragm did not operate, and the image became bright due to the failure of the dimming substrate controlling the diaphragm unit.